Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. Approximately six months prior, the device showed one year remaining. No adverse patient effects were reported. The device remains in service.